Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the device wouldn't close so the pre-repair calibration and test cut could not be checked. The carrier guide, gear, comb, bottom roll, and other parts were replaced and resolved the reported issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the meshing was off. There was no harm, delay, or variance. No adverse events were reported as a result of this malfunction.